Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that an unopened sample of product code vr944 was received for evaluation. Visual inspection of the unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not returned for analysis. The product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that an opened sample of product code vr944 was received for evaluation. Clip off could be observed in the strand. The visual inspection concluded that in the barrel hole remnant suture was noted, the suture end is severely cut (damaged) and no further functional test could be performed due to the condition of the returned device. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. (B)(4). Date sent to the FDA: 4/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, g1.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device vr944; qhcdpme0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an childbirth procedure on (B)(6) 2021 and suture was used during continuous suturing, the suture was detached from the needle when passing the needle through the perineum. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information was available.